Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set in which it was stated that when using the product, it was observed that there was no drip circulation in the filter's tube. A female patient, diagnosed with ICD d53 - iron deficiency anemia. There was no reported patient harm.